Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 360 mm in length chronic dissection. The proximal neck was 37 mm in diameter and 30 degrees in angulation. It was reported that after two valiant stent grafts were implanted, a proximal type I endoleak was identified due to the one of the valiant stent grafts being undersized for fear of a retrograde type a dissection. No ballooning was performed. The procedure was completed and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.